Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a ptfe guidewire was used in a ureteroscopy procedure preformed on (B)(6), 2011. (Patient weight is unknown) according to the complainant, the guidewire being used during the procedure formed a loop and became fixed to the ureteroscope. During removal of the scope the ureter was avulsed. Upon examining the injury caused by the scope, the physician determined a nephrectomy was necessary. Physician considered clamping, but remained concerned for persistent hematuria. Prior kidney issues and patients' difficult anatomy both reportably affected the decision to remove the kidney. The patient remained in the hospital for "a few days" however, no further treatment was required.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a ptfe guidewire was used in a ureteroscopy procedure preformed on (B)(6) 2011. (Patient weight is unknown) according to the complainant, the guidewire being used during the procedure formed a loop and became fixed to the ureteroscope. During removal of the scope the ureter was avulsed. Upon examining the injury caused by the scope, the physician determined a nephrectomy was necessary. Physician considered clamping, but remained concerned for persistent hematuria. Prior kidney issues and patients' difficult anatomy both reportably affected the decision to remove the kidney. The patient remained in the hospital for "a few days" however, no further treatment was required.